Manufacturer narrative:
The received device was not deployed. The device went into pod state 14 (lump of coal) due to the device having been filled, but not being activated within the allotted time. An alarm was noted in the data, but the root cause of it could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 232-397 mg/dl while wearing the pod between 4 and 24 hours and that the cannula did not deploy. It felt like the cannula went in, but then his bg started going up throughout the day. The pink slide was not able to be seen.